Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was 168 mg/dl. After troubleshooting, customer continued to receive a failed battery test. Customer was advised that insulin pump would need to be replaced. No further information provided.